Event description:
The rptr obtained back to back (rapid succession) blood glucose results of 47, 28 and 142 mg/dl. A control test resulted in 138 (98-148) range. The rptr stated that she has been ill with bronchitis and taking a cough syrup that contains sugar. She was advised by a lifescan health care rep to check her fluctuating blood glucose level with her dr. A control test resulted in 138 (98-148) range.